Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ischemia and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2013, the patient with unstable angina class ii had a 3.5x18 mm absorb scaffold implanted to treat the de novo lesion (3.5x14 mm) with 90% stenosis in the predilated, mid left anterior descending coronary artery (lad) and was found to have silent ischemia. On (B)(6) 2016, the patient was hospitalized for follow-up coronary angiogram. The mid lad target lesion was 100% restenosed and an adjacent first diagonal coronary artery was 90% stenosed. A percutaneous transluminal angioplasty with a stent was performed on (B)(6) 2016 in the mid lad and first diagonal. The patient condition resolved on (B)(6) 2016. No additional information was provided.